Event description:
It was reported post op an adjustment gastric band procedure, had the injection port displaced. Therefore, it was not possible to make any filling. The injection port was moved to another position. There were no patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.